Event description:
Healthcare professional reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Device analysis results: analysis of the returned device identified device deformation, creases fold and weigh to the spec. Cloudy gel observed after autoclave cycle. The unit is not ruptured. Base on the device analysis the final assessment is no issues found related with the manufacturing process. Reason for reoperation: rupture.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.